Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking.the following information was received by the initial reporter with the verbatim:leaking of IV set.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. The lot number was not available and therefore it is not possible to perform a device history review. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking.the following information was received by the initial reporter with the verbatim:leaking of IV set.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.